Event description:
It was reported a lead warning occurred for low pacing impedance on the right atrial and right ventricular epicardial leads. The leads remain in use. No patient complications have been reported as a result of this event.